Manufacturer narrative:
Information suggests this device remains in-service. Investigation is completed to date. Should additional informaiton become available this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker was not reporting thresholds correctly. There was inquiry why the diagnostic evaluation threshold test has capture at 0.2 v @ 0.4 ms but the temporary pacing strip has loss of capture at 0.2 v @ 0.4 ms. This issue was passed along from technical services to the device engineers who were able to replicate the issue in the lab. The issue relies on when the amplitude is programmed to 0.8 v or lower and further programmed to the next lower amplitude, that the amplitude does not immediately drop, but rather it takes several paces before the amplitude stabilizes at the programmed amplitude. This is not expected behavior of this device. This issue was discussed with the field. No adverse patient effects were reported.